Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose results were 119mg/dl (meter), 248mg/dl (lab). Tests were done 11-20 minutes apart with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.